Event description:
The patient was undergoing a microneurosurgery using an apollo system apollo wand. During the procedure, the wire that vibrates inside the apollo wand became dislodged and fell into the patient. The wire was retrieved. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Result: there was no visible damage to the exterior of the apollo wand. The length of the wire was approximately 38.1 cm. Conclusion: the complaint has been evaluated. The complaint indicates that a wire dislodged from the apollo wand. Evaluation of the returned product confirmed that a piece of wire was fractured from the apollo wand. The fractured piece of nitinol was approximately 38.1 cm in length. The cause of this complaint cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.